Event description:
It was reported that the external pulse generator (epg) had damage to the display and the upper case. It was also reported the faceplate is damaged. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the upper case and liquid crystal display (lcd) were broken. Analysis also found that the lower case and ring cover were broken, that the side bail covers, side bails and ring bail were missing, the lead flex cover was corroded and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had damage to the display and the upper case. It was also reported the faceplate is damaged. The epg was returned for repair. There was no patient involvement.